Event description:
It was reported to covidien that the led display was missing segments. There was no pt involvement.

Manufacturer narrative:
(B)(4). Service engineer found the display pcb defective. Display pcb was replaced. The serial number of the display pcb precedes a corrective and preventive action taken by the MFR.